Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, partial coronectomy, da vinci platform). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, partial cornuectomy, da vinci platform). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: mr received: case was upgraded to serious incident. Event injury was replaced with event pelvic pain. Event menometrorrhagia was added. Essure removal date and surgery added. Reporter added. Patients date of birth added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.